Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer states she was advised to call and have the pump replaced for no deliver. The customer declined to troubleshoot due to high blood glucose and being advised to exchange the pump. The customer blood glucose was not recorded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, excessive no delivery and prime/a33 tests. No unexpected no delivery alarms noted. The insulin pump was received with minor scratches on the lcd window.